Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to field g4 is being submitted in this supplemental report.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 7 years and 11 months implantation of an edwards pericardial valve in the pulmonic position, a 26mm sapien 3 valve was implanted into the right ventricle (rv) to pulmonary artery (pa) conduit. A 2nd 26mm sapien 3 valve was implanted. There were not post-operative complications. Upon review of medical records, the patient presented with moderate increased pulmonary stenosis (pg 30 to 45 mmhg over 12 months), and mild insufficiency of the pulmonary aortic and mitral valves. A 40/10 stent was placed followed by placement of a 26mm sapien 3 valve in the pulmonic position. After successful placement of the 26mm s3 valve, an angio confirmed pulmonary insufficiency. The valve was re-dilated with a non- edwards 28mm balloon valvuloplasty catheter in an attempt to flare the proximal end of the skirt to seal any leak. The balloon was inflated across the valve. Repeat angiogram and pulmonary artery tracing showed that there was significant amount of pulmonary insufficiency. At that point, it was felt that there was a malfunction of the leaflets and this would not be optimal. A decision was made to place a second 26mm sapien 3 valve. The valve was deployed within the first valve and showed no pulmonary insufficiency. On post-operative day 1 an echo revealed that the velocity across the pulmonic valve is 2.76 m/s and the peak instantaneous gradient is 30.5 mmhg. The mean gradient across the pulmonic valve is 17 mmhg and there is no pulmonary regurgitation. Of note, the patient was discharged on post-operative day 1 (pod1).

Manufacturer narrative:
A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   The device was used in an off-label implantation in the pulmonic position.  As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use.   The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator).    Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, the cause of the valve dysfunction post deployment is unknown however, may be due to improper or aggressive post dilation as per report, ¿the valve was re-dilated with a non- edwards 28mm balloon valvuloplasty catheter in an attempt to flare the proximal end of the skirt to seal any leak.¿  the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.